Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 indicating that a 1117 "3.3 v supply failed" error occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Per previous good faith effort (gfe) response, the authorized service provider (asp) performed diagnostics and confirmed that a 1117 "3.3 v supply failed" error was logged in the event log. After evaluating the device, the asp found that the power management (pm) printed circuit board assembly (pcba) and data acquisition (da) pcba may need to be replaced. A repair estimate for the replacement pm pcba and da pcba was sent to the customer for approval, and the customer accepted. Investigation is ongoing.

Manufacturer narrative:
After replacing the pm pcba and da pcba, the asp verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.